Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that when an asymptomatic patient presented for a routine follow-up, high capture threshold and a decrease in sensing were observed. Lead dislodgement was suspected. The lead was explanted and replaced when repositioning was unsuccessful. The patient was well after the event.